Event description:
The wife reported via phone call that the customer was hospitalized with diabetic ketoacidosis on (B)(6) 2015. The customer's blood glucose was over 800 mg/dl at the time of admission. The wife stated the customer was wearing the insulin pump at the time of hospitalization. The wife also reported a hospitalization event on (B)(6) 2015 where the customer's blood glucose reached 700 mg/dl. It was also found diabetic ketoacidosis was the cause of the customer's hospitalization during this incident. Customer was admitted for four days and was treated with an insulin drip. The customer was also hospitalized on (B)(6) 2015 for a low of 60 mg/dl. The wife reported the customer fell out of bed, injuring their head. The customer required nine stitches during this incident. The wife agreed to return the insulin pump for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.